Event description:
It was reported, that after approximately 59 months implantation time a high pacing impedance (greater than 3000 ohm) was detected. Patient was asked to go to the hospital and a reintervention was scheduled. Battery voltage is 2.95v and charging time of last shock was 14.5s (appropriate for ventricular fibrillation).

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped approx. 24.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was capped during the extraction procedure. The analysis revealed cuts into the insulation (21 cm distal to the is-1 connector pin), which most likely resulted from the extraction procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported high pacing impedance. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.